Manufacturer narrative:
A review of the device history record showed no inconsistencies, deviations, or nonconformances. One dual lumen catheter was returned for evaluation. The catheter exhibited visual signs of having been used, like dried blood on the lumen of the catheter as well as liquid inside the luer components. Each female luer piece had a luer adapter attached (the cap and y-site had been removed). The blue port was examined near the suture wing for signs of damage, but no visual signs of damage were found. The luer adapters were detached, so that the product could be tested for leak. Dyed water was drawn into a 10 ml syringe. The syringe was attached to the luer adapter of the red lumen and the dyed water was injected into the catheter. The process was repeated with the blue lumen. Neither lumen exhibited signs of leakage. Additionally, hemostats were clamped to the end of the catheter to create additional pressure to identify the leak. Both lumen were again tested using the method described above. Again, neither lumen exhibited any signs of leakage. As the description of the user experience states that the catheter only exhibited leakage when it was flushed manually, and no leakage could be recreated with the returned sample in argon facilities,it appears that the leakage was likely due to excessive pressure applied to the catheter during manual flushing. The instructions for use state that using syringes under 10 ml to flush the catheter can generate high pressures which may rupture the catheter. Additionally the IFU states that force should never be used to flush the catheter because even 10 ml syringes can generate "high pressure (greater than 40 psi) capable of rupturing the catheter.

Event description:
Noted to have fluid leaking form blue port at suture wing with manual flushing on (B)(6) 2015 documented in nursing note. Writer notified 08/03 that again leaked with manual flushing but infusing at 1cc/hr of 1/2 mg with 0.5u heparin/cc and no leaking observed. Due to compromised integrity line was exchanged.